Event description:
It was reported that during a shoulder arthroscopy procedure using the ambient super multivac 50 ifs wand, the metal plate at the tip of the wand was lost after 10 minutes of activation. The procedure was already complete when this was noticed. The surgeon was unable to locate any foreign debris in the surgical site. The facility did an x-ray on the pt; however neither the missing tip, nor any other debris was visible. There were no significant delays or pt complications reported as a result of this event.